Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25, that has a similar product distributed in the us, list number 02r98.upon further review, section d4 - catalog no. Was updated from 03p25-26 to 03p25-74.

Manufacturer narrative:
Health effect impact code: f26. Component code: g01003. D8. Was this device serviced by a third party? No. The complaint investigation for a falsely elevated architect stat high sensitive troponin-I, lot number 19044ui00, result included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. Return testing was not completed as returns were not available. Historical performance of reagent lot 19044ui00 was evaluated using worldwide data from abbottlink. Using the worldwide field data, the performance of reagent lot 19044ui00 was evaluated and is performing similar to other reagent lots in the field confirming there was no systemic issue. Trending review determined no related trend for the issue for the product. Device history record review on lot 19044ui00 did not show any potential non-conformances or deviations. Labeling was reviewed and found to adequately address the issue. Per product labeling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. In addition, product labelling does not include normal range values for patients under 21 years of age. Based on the investigation, architect stat high sensitive troponin-I, lot number 19044ui00, is performing as intended, no systemic issue or deficiency of the reagent was identified.

Manufacturer narrative:
Upon further review, section d4 - catalog no. Was updated from 03p25-26 to 03p25-74.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Phone complete entry = (B)(6) .

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for a(B)(6) year-old patient with hypertrophic cardiomyopathy. The following data was provided (customer¿s reference range is 0.0026 ug/l): sample ID (B)(6) initial result, on 19jan2021, was 3.331 ug/l, repeated on (B)(6) 2021 , sample ID (B)(6) , was 3.975 ug/l; repeated with a non-abbott assay the result was 5.70 ug/l, which is positive. The patient was recollected on (B)(6) 2021 , sample ID (B)(6) , and the result was 8.234 ug/l. These results do not match the clinical picture of the patient. There was no impact to patient management reported.